Manufacturer narrative:
The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the ER after receiving several shocks. Lead noise was observed. The noise was reproducible with pocket manipulations. The lead was explanted.